Event description:
The remb universal driver was sent for eval due to overheating during testing. There was no pt involvement and no adverse consequences associated with this device.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.